Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tibial articular surface provisional fractured, all pieces were returned. No adverse even has been reported as a result of this malfunction.

Manufacturer narrative:
The reported event was confirmed as the tasp shim was returned for evaluation. Visual examination shows signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. Field actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. The device was subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tasp shim is missing the ball bearings.